Manufacturer narrative:
H3: analysis of the 3387-40 lead (lot number v001360) revealed that the conductor(s) was/were broken at the proximal end of the lead. Analysis of the 748251 extension (serial number (B)(6) revealed no anomalies. Analysis of the 37602 activa sc implantable neurostimulator (serial number (B)(6) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the medical doctor that the patient experienced a dead battery and lead displacement on the left side, with the distal portion of the lead nearly at skull level, as shown by an x-ray. Consequently, the left dbs system was explanted. The patient's right dbs system remains functional. The environmental or external factors contributing to the issue are unknown. No specific diagnostics or troubleshooting were performed beyond the x-ray evaluation that revealed the lead displacement and dead battery. No further interventions are known to have been taken. The issue is resolved as the affected system has been explanted. For additional information, the healthcare professional can be contacted directly.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# v001360 implanted: (B)(6) 2006 product type lead. Product ID 748251 serial# (B)(6) implanted: (B)(6) 2006 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: 05-dec-2009, UDI#: (B)(4). Product ID: 748251, serial/lot #: (B)(6), ubd: 09-dec-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the dead battery and lead displacement wasn¿t determined.